Event description:
It was reported that the patient's ins was removed due to infection at the ins pocket site. No patient symptoms were reported. It was reported that the patient recovered without sequela. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.